Manufacturer narrative:
Catheter: model 8711, serial# (B)(4), implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient had a staph infection and was due for a refill but the healthcare provider (hcp) was ¿nervous¿ on entering the pump site. The plan was to silence the alarm, ¿go for antibiotics for a week,¿ and give the oral medication and ¿hopefully after a week access the site.¿ the day after the initial report was made, it was added the patient had a pump site ¿staph a¿ infection and that the ¿pump two days has now run dry,¿ and the patient was in the intensive care unit (ICU.) The empty reservoir alarm had been silenced and the plan was to program the device to minimum rate. It was noted that the patient was managed with oral baclofen and did not have a return of symptoms. It was then noted that neurosurgery was worried about what happened when the pump went dry and decided to explant the entire system. It was thought that the patient had been weaned down. The device system was used to infuse gablofen. Two weeks after the initial report was made it was added that the symptoms associate with the event were swelling, redness, and exudate from pump site. A culture was taken from two sites, one ¿directly on tome of the pump site¿ and one ¿to the right of the pump site.¿ both cultures were positive for staphylococcus aureus. It was noted that the location of the infection was unknown. It was also noted that the patient was ¿doing well at home.¿ ¿he had cellulitis that worked it's way into the seroma¿ as well as the staph infection. ¿his hospital stay went without complication and he has been home for a week now.¿

Manufacturer narrative:
Received for analysis were the pump and the proximal segment of the catheter only. Analysis of the same revealed no significant anomaly, normal device function.